Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 200-220 mg/dl.